Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for left distal femur fracture and implanted with the less invasive stabilization system (liss). The doctor found that the plate was floating on top of the patient femur, so he decided to use cortical screws 36mm to compress it. He used the power drill to put the cortical screw into the plate and when he used the screwdriver to give a final tightening, the screw broke into 2 pieces. Reportedly, the surgeon has no intention of removing the screw shaft, so the screw was left inside the bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The broken off portion was not available for investigation. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-2). The microscopic view of the broken surface does not show any anomalies of materials structure. The article/lot in question was produced in a quantity of (B)(4) pieces. All off them were distributed worldwide until march 2012. We are not aware of any other similar complaints. Manufacturing and inspection records indicate no problems with the lot in question. Based on the available information we have to assume that too strong mechanical loadings caused the breakage.